Event description:
Procedure: colon resection. According to the reporter: bleeding, coloscopy with clipping necessary for hemostasis. No further information available. Patient had to be re-operated.

Manufacturer narrative:
(B)(4).